Event description:
Customer's mother reported that the insulin pump's keypad was not responding. Customer's mother also reported that the numbers on the screen were ramping. Caller stated that the insulin pump may have recently been exposed to moisture. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping anomaly was noted during testing. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).